Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis was due to a break in aseptic technique. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy pd fluid. The same day as event onset the patient was treated with intraperitoneal (ip) vancomycin (2.5 g every three day for 13 days), ip gentamicin (56 mg daily for 32 days). Two days after event onset, the patient was treated with oral rifampicin (300 mg twice a day for 14 days). Thirteen days after event onset, the patient was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were not reported. On unreported dates, the patient was diagnosed, hospitalized and began treatment for the peritonitis with vancomycin, intraperitoneally (ip) and gentamicin, ip (doses, frequencies, and durations were not reported). It was not reported if extraneal therapy was ongoing. No additional information is available.